Manufacturer narrative:
Complaint no: (B)(4). Phone number: (B)(6). Manufacture date is 01/22/2015 ¿ 01/23/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. The device was returned for evaluation with approximately 100ml of fluid in the bladder. A visual inspection of the unit did not identify any problems. The device also underwent a functional flow rate test using saline solution and the functional testing determined that the device was within specifications. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate pump under-infused a patient. The pump was filled with 64ml of calciumfolinat and 36ml of sodium chloride. The pump was set to flow for two hours; however, after approximately two hours of use, there was 86ml of the calciumfolinat and sodium chloride left. There was no patient injury or medical intervention associated with this event. No additional information is available.